Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and replaced the patient circuit and the bellows. The biomed then tested the unit for several days, prior to returning the unit to service. During testing, the unit failed again. A gehc service representative performed a checkout of the equipment. The vent engine was replaced. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/20/16 voice mail, 12/21/16 voicemail, 12/27/16 voice mail.. (B)(4).

Event description:
The hospital reported that, during a case, the clinician switched from pressure support ventilation to pressure support ventilation pro. It was subsequently noted that the unit alarmed and the ventilator was not functional.